Event description:
It was reported that the patients implantable pulse generator (ipg) site was not healing properly and the physician had suspected an infection. The patient underwent an ipg explant procedure and the physician also washed out the pocket noting that the incision and surrounding tissue looked good. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.